Manufacturer narrative:
This report is submitted on april 8, 2019. (B)(4).

Event description:
Per the audiologist, the patient experienced tissue breakdown at the implant site and is being clinically managed by the health care provider.